Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the low ise results. Fse identified the ise reference valve as the cause of the intermittent result issues. Replacement of the valve resolved the issues. (B)(4).

Event description:
Customer reported to hotline of a single patient with abnormally low ise values. The sample was repeated and the low results were validated. Customer added that within 5 minutes another low ise patient sample was noted. Again the sample was repeated and the repeat values this time were normal. Sodium values were in the critical low range. 2 erroneous patient results were reported out. Customer confirmed there was no medical intervention or change to patient treatment attributed to this event.